Event description:
It was reported that the right ventricular (rv) lead had a high threshold, oversensing and increasing, high impedance. Follow-up revealed that there was no intervention. The patient is being monitored and the rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with patient alerts for rv (right ventricular) .pace lead impedance between (B)(6) 2010 and (B)(6) 2012. Weekly pace measurement log data shows a gradual increase for min and max ventricular pace equals 1616 to 4880 ohms range between (B)(6) 2010 and (B)(6) 2012.